Event description:
On april 18, 2026, senseonics was made aware of an incident in which the user reported hospitalization related to significantly elevated blood glucose levels. The user stated that the event occurred on march 29, 2026 and involved multiple hospital admissions, including a period of unconsciousness and subsequent transfer to a nursing facility. The user reported feeling improved at the time of follow-up but noted ongoing recovery from unrelated injuries sustained during the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.